Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. As such, visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. Potential factors that could contribute to broken rails are wear from use. A DHR review was performed and showed no non conformances or deviations associated with the serial number provided. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the patient's positioning device jaw broke causing a loss of traction. Procedure was successfully completed with the same device. No significant delay or patient injury was reported.